Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked fluid during the procedure. The sample is not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. This MDR represents the bard/davol hydrosurg (device #3). Additional mdrs were submitted to represent the three bard/davol hydrosurg (device #1, device #2 and device #4).

Event description:
As reported, during laparoscopic cholecystectomy procedure on (B)(6) 2022, the or staff noted that the bard/davol hydrosurg irrigator leaking fluid from the bottom of the battery compartment at the end of the case. It was reported that there was no functional issue with the device. There was no patient harm or injury as a result.